Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11jul2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue and replaced the unit's touchscreen and ran calibration to resolve the reported issue. Unit was tested and passed. Unit is back in service.

Event description:
Customer contacted technical support (ts) stating that unit after numerous touch screen calibrations that the top left of the screen is still off to the touch. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 14oct2019. The touchscreen measured resistance and resistance ratio are out of specification. No further fi is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event

Event description:
Customer contacted technical support (ts) stating that unit after numerous touch screen calibrations that the top left of the screen is still off to the touch. The customer reported there was no patient involvement.